Manufacturer narrative:
(B)(4). Date sent: 5/11/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection procedure, the surgeon used echelon 3000. The beginning of the surgery was performed with two white cartridges and fired properly. Later in the surgery, two green cartridges were used to resect the rectum. In the first shot, the last pin of the cartridge did not close. In the second shot with another green cartridge, the last pin did not close either. Apart from the single pin in each shot, the staple line looks intact and normal and the resection was properly completed. There was no patient consequence nor surgical delay reported. No additional information provided.